Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 goes into overtemp after running for 30 minutes. The event was discovered during testing at riverside medical center and no patient was involved.